Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 02/20/1999 at a retail vendor. On 03/3/99, she sought medical treatment for infection at the ear piercing site. Antibiotics and pain medication were prescribed.